Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture resulting in worsening heart failure. Loss of capture (loc) was confirmed in all available pacing vectors. The device was reprogrammed to provide right ventricular therapy only and patient hospitalized pending revision. Additional information was later received indicating a revision procedure was performed at which time the lead was tested and loc confirmed once more, including upon slight repositioning on the lead with confirmed tissue contact. The lv lead was extracted and an epicardial lead implanted due to difficulty accessing the coronary sinus. High pacing threshold and non-capture were again observed upon initial placement of the epicardial lead. Upon repositioning the lead acceptable measurements were obtained. It was noted that there was no positional change to the chronic lv lead while it was implanted and the physician suspected the loc was due to patient condition. No adverse patient effects were reported. This device remains in service.